Manufacturer narrative:
The hospital reported the unit will remain out of service and unrepaired. No report of patient involvement.

Event description:
The hospital reported the caster broke, and the anesthesia machine tipped over. There was no report of patient involvement.